Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a hawkone to treat a 4-8cm long lesion with little calcification and little tortuosity in the mid superficial femoral artery(sfa) as per the IFU. The lesion was classified as soft tissue. The artery diameter was 6mm. No abnormalities were reported in relation to the patient¿s anatomy. A non-mdt 6f sheath and 0.014 guidewire was used. A size 7 spider embolic protection was used. The vessel was not pre-dilated. It was reported that the hawkone was used just outside of the stent. It was reported that the thumb switch on the device jammed during use and that when it reached the edge of the stent, it clipped off a piece of the stent. The clipped portion of the stent was removed in the hawkone cutter and the spider filter removed all remnants from the patient. No further intervention was required. The procedure was completed with a pta and drug coated balloon. No patient injury was reported.